Event description:
It was reported to boston scientific that a endostat iii rf generator was used during an unknown date. It was noticed that the cassette used for irrigation flow did not function properly. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event block d4, h4: the complaint was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6 (device codes): imdrf device code a140803 captures the reportable event of device inability to irrigate.